Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the physician unsheathed too much of the pipeline (5mm x 35mm) before rotating the pushwire to release it from the capture coil. Since too much of the pipeline was unsheathed at once, it was difficult to release the pipeline from the capture coil by rotating the pushwire. The pipeline was removed from the patient and the procedure was completed with another device.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4).